Event description:
It was reported that a spectrum infusion pump had a faulty downstream occlusion alarm, unable to clear even after opening line occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "faulty downstream occlusion alarm, unable to clear even after opening line" was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low and medium with passing results. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor values out of range. The force sensor scale factor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.